Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield detached from two (2) devices while trying to close it over the IV cannula. One of these shield failures resulted in a used needle stick injury to the user. There was no post exposure testing or medical intervention reported. The other safety shield failure did not result in any impact to the patient or user.

Manufacturer narrative:
Investigation summary: "material#: 368650, lot/batch#: 4157675. Bd received 100 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for defective locking mechanism was observed. Additionally, 20 of the customer samples were evaluated by functional testing, each having their safety shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."